Manufacturer narrative:
Updated manufacturer's investigation conclusion: pump cable wire damage due to the patient accidentally cutting the pump cable was confirmed through the submitted photos and through an onsite evaluation by an abbott representative. Review of the submitted log files confirmed the report of a driveline communication fault alarm which was due to the confirmed wire damage. Review of the submitted log files also confirmed a pump stop; however, a specific cause for this event could not be conclusively determined. The patient presented to the emergency department on (B)(6) 2021 with external pump cable damage and driveline communication fault alarms. The patient reported accidentally cutting into the driveline while performing a dressing change. A driveline evaluation was performed on 02jun2021 by an abbott representative. Insulation damage to the red, yellow, brown, and blue wires was discovered. The conductors of the blue wire were also found to be damaged. Kapton tape was applied to the red, yellow, and brown wires. The blue wire was cut, re-crimped, and insulated with shrink tubing. The pump cable repair was wrapped in rescue tape. It was reported on (B)(6) 2021 that the driveline communication alarms had completely resolved since the repair, and the patient has not had any further issues. The patient continues to follow up in the clinic. The submitted photo showed a portion of the external pump cable and a portion of the external pump cable bend relief. The outer silicone jacket of the pump cable showed a cut in the jacket with visible armor layer that also appeared to be damaged. The wires or bionate layer were not visible. The external pump cable bend relief demonstrated slight brown discoloration; however, a specific cause for this finding could not be conclusively determined through this evaluation. The photo provided by abbott technical services showed wire insulation damage to the yellow, blue, red, and brown wires. The submitted log files collectively contained data from on (B)(6) 2021. An active driveline communication fault alarm was captured on (B)(6) 2021 which was cleared on (B)(6) 2021 and returned by on (B)(6) 2021; the alarm continued for the remainder of the log file data. The driveline communication fault alarms were activated by com_b_fault flags, which indicate a communication issue with the yellow wire. The com_b_fault flags would have occurred if the exposed conductors of the yellow wire with damaged insulation contacted the conductors of another wire. Prior to the driveline communication fault alarm on (B)(6) 2021, a data collection was captured with a pump stop. During the data collection of the pump stop, it was noted that a no external power alarm was active, and the controller backup battery use count had increased from 13 to 19 since the latest data collection. A specific cause for the pump stop could not be conclusively determined; refer to the controller investigation regarding the use of the controller backup battery. The pump otherwise operated as intended at the set speed without issue, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump cable wire damage due to the patient accidentally cutting the pump cable was confirmed through the submitted photos and through an onsite evaluation by an abbott representative. Review of the submitted log files confirmed the report of a driveline communication fault alarm which was due to the confirmed wire damage. Review of the submitted log files also confirmed an event consistent with a system stop due to a controller exchange. The patient presented to the emergency department on (B)(6) 2021 with external pump cable damage and driveline communication fault alarms. The patient reported accidentally cutting into the driveline while performing a dressing change. A driveline evaluation was performed on (B)(6) 2021 by an abbott representative. Insulation damage to the red, yellow, brown, and blue wires was discovered. The conductors of the blue wire were also found to be damaged. Kapton tape was applied to the red, yellow, and brown wires. The blue wire was cut, re-crimped, and insulated with shrink tubing. The pump cable repair was wrapped in rescue tape. It was reported on (B)(6) 2021 that the driveline communication alarms had completely resolved since the repair, and the patient has not had any further issues. The patient continues to follow up in the clinic. The submitted photo showed a portion of the external pump cable and a portion of the external pump cable bend relief. The outer silicone jacket of the pump cable showed a cut in the jacket with visible armor layer that also appeared to be damaged. The wires or binate layer were not visible. The external pump cable bend relief demonstrated slight brown discoloration; however, a specific cause for this finding could not be conclusively determined through this evaluation. The photo provided by abbott technical services showed wire insulation damage to the yellow, blue, red, and brown wires. The submitted log files collectively contained data from (B)(6) 2021. An active driveline communication fault alarm was captured on (B)(6) 2021 which was cleared on (B)(6) 2021 and returned by (B)(6) 2021; the alarm continued for the remainder of the log file data. The driveline communication fault alarms were activated by com_b_fault flags, which indicate a communication issue with the yellow wire. The com_b_fault flags would have occurred if the exposed conductors of the yellow wire with damaged insulation contacted the conductors of another wire. Prior to the driveline communication fault alarm on (B)(6) 2021, a data collection consistent with a system stop due to a controller exchange was captured. Attempts for additional information regarding the apparent controller exchange were submitted to the account; however, no response has been received at this time. The pump otherwise operated as intended at the set speed without issue, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2020 via order number (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. C is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with driveline damage between the velour and modular connection. No pump stops were noted. Drive line communication fault alarm was noted. The alarm was silenced and the driveline communication fault cleared. The driveline was temporarily repaired with rescue tape. Log file analysis captured constant driveline communication faults throughout the log showing a comm b fault. The damage to the driveline may have been the cause of the issue. The patient was given visual inspection of the driveline found to have insulation damage to the red, yellow, blue, and brown wires. Kapton tape was applied to red, yellow and brown wires. The blue wire was found to have actual wire damage and therefore was cut, re-crimped and insulated with shrink tubing. The communication fault was cleared and did not return. Repair was wrapped in rescue tape.